Event description:
It was reported that during the pre-testing process, it was observed that the attachment device was getting hot. There were no delays to the surgical procedure as a spare device was available for use. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was excessive corrosion on the components inside the housing. It was determined that this caused heat. Therefore, the reported condition was confirmed. It was further determined that the housing bushing was missing. It was determined that this was indicative of not following the immersion/cleaning procedure properly. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.